Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reports, upon dentist examination on (B)(6) 2024. A cbct (cone-beam computed tomography) image was taken, that shows patient has a large pa (periapical) lesion present on tooth #8. As a result, the dentist recommended clear aligner treatment to be discontinued, since pressure placed on a tooth with such pa (periapical) lesion will cause failure of the tooth. Patient indicated, endodontic treatment on #8 tooth will be needed, but no other details provided. Dental history includes orthodontic braces, crowns location 8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.